Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured hemolysis with a "possible" relationship to the impella device: patient was given packed red blood cells to address the issue.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was filed. The device was not returned for investigation the root cause of the hemolysis cannot be determined as the pump was not returned and there is no indication of any events that may have caused hemolysis.